Manufacturer narrative:
The device was returned to the MFR for repair. The service record indicates that the device is 13 yrs old. The last repair was on 02/07/2011, for a non related issue. The inspection found that the "0" thickness lever setting was out of specification. The investigation was unable to determine a cause of the reported complaint. A review of the salvaged parts did not indicate an external cause of the reported complaint. The 0 thickness lever setting being out of specification would not have caused the reported complaint. All other performance specifications were met. The device was serviced and returned to the customer.

Event description:
It was reported that while using the zimmer air dermatome the skin was coming out perforated. Additional clinical f/u with the hosp indicated that the surgeon was not happy with the outcome of the graft. It was crinkled, ripped and not smooth when it came out. There was no report of an additional donor harvest, additional surgical intervention, or increased surgical time.